Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device and a photograph were received for evaluation. A visual inspection was performed on the actual device, and it was noted that there was leakage identified into the outer pouch. The returned photograph was reviewed, and it was noted that there was leakage from the administration spike port. Functional leak testing was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from administration port. The issue occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.